Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was working-out with a rower at the time of the first shock. Later, the patient had another inappropriate shock while lying in bed. A review of the electrograms for the shock episodes found some rail-to-rail noise. The sensing vector was programmed to the primary vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.